Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular adapter was broken, the output connector assembly was broken. Analysis further noted that the display wires were pinched and the wire exposed, three case screws were contaminated, two stuck buttons (on/off) were detected and two stuck buttons recovered and that it needed the new battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular adapter. The egp was returned for repair. No patient complications have been reported as a result of this event.